Manufacturer narrative:
Internal file no: (B)(4). This report was filed by the MFR. The affected product has been received and the eval is pending. A follow up report will be submitted once the eval is completed. This product is distributed by carefusion and manufactured by (B)(4). (B)(4).

Event description:
Customer reported the male luer of the secondary set broke off inside the smartsite port. There was no pt harm reported. No further pt/event info was provided.